Manufacturer narrative:
Siemens filed the initial MDR (B)(4) on (B)(6) 2018. Additional information (04-jan-2019): upon further investigation, siemens determined that a broken straw in the reservoir connector may impact the dispense of the base fluid when a sample is processed; this would lead to a decreased in relative light units (rlus), as observed when the sample was initially processed. The broken straw potentially contributed to the discordant, falsely low tsh result. Results and conclusion codes in section h6 have been updated to reflect this information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained a discordant, falsely low tsh result on a patient sample on an advia centaur xpt instrument. Siemens determined that the customer had changed the acid and base bottles prior to obtaining the discordant, falsely low tsh result and some results obtained on patient samples resulted with signal errors; the customer did not provide this data to siemens. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit the cse observed that a straw was broken and replaced the connector in the instrument reservoir. The cause of the discordant, falsely low tsh result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely low thyroid-stimulating hormone (tsh) result was obtained on a patient sample on an advia centaur xpt instrument. The discordant result was reported to the physician(s), who questioned the result. On the next day, the patient's blood was redrawn and the new sample was tested on an alternate advia centaur instrument, resulting higher. On (B)(6) 2018, the patient's blood was re-drawn again and the new sample was tested on an alternate advia centaur instrument, resulting higher than the discordant result. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tsh result.